Event description:
It was reported that upon insertion of the cassette, the system indicates that was not latched, even though the cassette was locked. No visible damage or broken components were observed. There was no patient involvement or patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed a defective latch lock sensor. The sensor was replaced. The device then passed all functional testing after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.